Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose (bg) level was 452 (mg/dl) with ketones. Reportedly, the customer had the flu. A correction bolus via the pump was delivered to address bg level. The customer declined troubleshooting with tandem technical support for the elevated bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged blood glucose event could not be evaluated due to usb pin damage.